Manufacturer narrative:
When the investigation has been completed philips will inform the FDA.

Event description:
Philips has received through the (B)(6), a report submitted by a customer ((B)(6)). In this report, the customer reported that during a thrombectomy under fluoroscopy (dl), the x-ray system failed completely. The catheter remained in the patient until the system was restarted. After restarting the system, dl failed again completely. Examination / treatment had to be terminated without x-ray. The patient did not experience any deterioration of his state of health. However, harm could have occurred. Philips has initiated an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. The system was checked on site and three parts were replaced: the image disk, the image storage board and the cable between the isb and the image disk. After this the system was returned back in good working order. The analysis of the log file showed several errors between the isb (image storage board) and the image disk on the frontal channel that were temporarily solved through a reboot of the system. The errors occurred again and could not be resolved by a new reboot of the system. The image disk was analyzed and no error was found. The image storage board and the cable were not available for analysis. Based on the analysis of the log files, the reported failure is consistent with a failure of the image storage board and/or the cable between the isb and the image disk. Analysis of similar complaints have shown no negative trend. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.